Event description:
The report received from the affiliate indicated that the patient was enrolled in a post-marketing surveillance study (pms). During the index/interventional procedure for carotid stent placement, after successful placement of the first precise 6 x 30 mm stent (stent #1) with an angioguard 5 mm embolic protection device (angioguard #1) in place, the patient experienced hypoperfusion/reduced blood-flow. Aspiration of thrombus around the target lesion was conducted. The angioguard device was removed and exchanged for an additional 6 mm device (angioguard #2). The blood-flow was restored to normal. An additional precise 10 x 40 mm stent (stent #2) was implanted. Soon after the procedure, the patient developed a stroke characterized by symptoms of left-sided paralysis of the left upper limbs and somatagnosia. Atherothrombosis was confirmed by MRI. The target lesion was the right internal carotid artery. The lesion was reported to be an 85% stenosis, not calcified or tortuous. The patient has some residual mild paralysis of the left upper limb, somatagnosia and is undergoing rehabilitation. The physician's comment regarding the cause of the event was that some in-stent plaques might have gone through the filter basket leading to the stroke.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Note: lot number is cordis lot number. Cordis corporation reported no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained a total units, which were shipped from co on july 3, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. This is one of four products used during the same procedure. Please reference MFR. Report # 1016427-2009-00030, # 1016427-2009-00031, # 9116099-2009-00147 and # 96166099-2009-00148.